Event description:
The customer reported that they received erroneous results for two samples from the same patient tested for tina-quant d-dimer gen.2 (ddi). The samples recovered higher at the customer laboratory when compared to results from a c501 analyzer at a different site. The erroneous values were reported outside of the laboratory to the physician. The customer claims that they more often see discrepancies between the integra 400 plus analyzer values and the c501 analyzer values with this test. No additional details were provided regarding this statement. The first sample initially resulted as 760 ug/l. The same sample was then tested at another site on a c501 analyzer and resulted as <150 ug/l. A second sample from the same patient was then collected and tested on the c501 analyzer at the other site on (B)(6) 2015, resulting as <150 ug/l each time. This second sample was then measured at the customer site on the integra 400 plus analyzer on (B)(6) 2015, resulting as 872 ug/l. The 150 ug/l value was believed to be correct. The patient was diagnosed pathological and was sent to another site to make a scan. Before the scan was taken, the second sample was collected and analyzed at that site. Here, the result was found to be "healthy". The patient is currently healthy. The patient was not adversely affected. The ddi reagent lot and expiration date were asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls were acceptable. An issue with the integra analyzer can be excluded. Additional information required for the investigation was requested, but could not be provided. The sample also was not available for investigation.

Manufacturer narrative:
This event occurred in (B)(6).